Event description:
(B)(4).

Manufacturer narrative:
A maquet field service tech (fst) investigated the device. All six screws of the joint for the right leg support were sheared off. With the screws damaged, the complete leg support assembly was insufficiently supported and fell onto the floor. For the screws to fail in this manner, the table leg would need to be driven against the floor or into another object. Previous testing upon the alphamaquet or table has shown that the pt's weight isn't sufficient to cause a break of the leg section. These tables were tested with four times the permissible load (up to 360kg) with no issues. Manufacturer analysis of the information captured, indicates that user error is the root cause of the breakage. The user appears to have been operating the table in a manner inconsistent with the instructions outlined in the table's user manual ga115030en13. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).